Event description:
It was reported that during a follow up in clinic, loss of capture, noise resulting in oversensing, and low pacing impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.